Event description:
It was reported that the stimulation was off. After the caller turned stimulation back on, the caller was able to enable adaptive stimulation normally. When the patient put his head down, he did not feel paresthesia. When he put his head back, the paresthesia seemed too intense, but he got better relief of pain in the feet. The patient could not roll from either side onto his back without feeling as though the paresthesia was too strong. The patient had felt his position range was not correct since the first programming session. The patient was in an upright position, but the patient programmer (pp) and the clinician programmer (cp) both read the implantable neurostimulator (ins) as in a transition zone. It was reviewed that these seemed to be positional changes in paresthesia, and that there was no troubleshooting available for this. The caller asked if the lead could be moving in the epidural space. The caller was asked to check the transition setting on lying -> lying. The caller stated the setting was zero seconds. It was reviewed that if the transition was zero seconds, then the stimulation was adapting almost immediately and any discomfort for the patient was likely due to positional changes. The caller stated she readjusted the orientation today. The upright position range was set to extra small. Then, the caller adjusted the upright position range to medium, as opposed to extra small. This did not resolve the issue. It was reviewed with the caller not to make the range any larger since this would potentially be problematic when the patient reclined. There were also impedance issues mentioned, although the contacts involved with the impedance issues were not in use currently. When tested at 0.7v, contacts 3, 4, and 6 showed >10,000 ohms. When tested at 1.5v, electrodes 3,5 showed >20,000 ohms, and electrode 6 showed 6847 ohms. When tested at 3.0v, electrode 3,4 showed as >40,000 ohms, and electrode 6 showed as 3242. The event date for the positional issues was about two weeks prior to report. The event date for the impedance issue was the date of report. A1 was for the left leg, and a2 was for the right leg. The events were unresolved or unknown to be resolved at this time. There was a 50% or greater symptom reduction. The lead was retrograde and positional for the patient. The cause of the impedance issue was not determined. It was noted not to be device related. The patient was making an appointment to see the neurosurgeon. The date was not known yet. The patient was doing okay, and received stim in the feet if he looked straight ahead, but if he looked down the stim went away. Later, the patient decided that the stim was fine and did not schedule an appointment with the neurosurgeon.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n481629, implanted: (B)(6) 2015 product type: accessory. (B)(4).